Manufacturer narrative:
The customer indicated that their a1c-3 quality controls (qc) began to run high again. The field service engineer visited the customer site on 07/13/2016 and performed preventive maintenance. The gear pump was replaced. The customer's qc were acceptable. The rinse tubing had been exchanged in (B)(6) 2016. The investigation noted that the customer had a similar issue previously with a different a1c-3 reagent lot number which suggests the issue may be due to maintenance issues or handling problems with the materials.

Manufacturer narrative:
The customer has discarded the device.

Event description:
The customer was contacted by a provider on (B)(6) 2016 questioning high results for patients tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (a1c-3) that had been reported outside of the laboratory. The issue started on (B)(6) 2016 and was related to one particular reagent pack. The customer provided erroneous results for 8 patient samples from (B)(6) 2016. The erroneous results were reported outside of the laboratory. Patient sample 1 initial a1c-3 result was 8.6%. The repeat result was 7.8%. Patient sample 2 initial a1c-3 result was 10.0%. The repeat result was 8.9%. Patient sample 3 initial a1c-3 result was 8.6%. The repeat result was 7.8%. Patient sample 4 initial a1c-3 result was 8.3%. The repeat result was 7.5%. Patient sample 5 initial a1c-3 result was 7.6%. The repeat result was 6.7%. Patient sample 6 initial a1c-3 result was 7.2%. The repeat result was 6.4%. Patient sample 7 initial a1c-3 result was 8.8%. The repeat result was 7.9%. Patient sample 8 initial a1c-3 result was 15.4%. The repeat result was 12.2%. No adverse event occurred. The c501 analyzer serial number was (B)(4). Initially, a calibration error occurred, but when calibration was re-run, it was successful and quality controls (qc) were in range. On (B)(6) 2016 qc shifted up, but the results were still in range. The calibration that failed on (B)(6) 2016 was for the a1 portion of the test; the calibration that was re-run was on the a1 portion of the test and not the hb portion of the test. The customer was advised to make sure both portions of the test are re-calibrated in the future. The field service engineer visited the customer site. Precision checks were acceptable. Qc was acceptable and the system was performing according to specification. A specific root cause could not be identified. The customer is complaining about one particular reagent pack. The reagent pack in question was requested for investigation; however, the reagent pack has been discarded and is no longer available to investigate.

Manufacturer narrative:
The investigation noted that the issue is not likely associated with one particular reagent pack or one specific lot number of reagent since the customer had previously complained of similar issues with different lot numbers. As of 08/25/2016, the customer has not had any additional issues with the a1c-3 assay. The investigation determined that the issue was most likely caused by maintenance and/or handling issues.